Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right knee, which was "operated in 2014 had flexion problems as a result of bumper insert fracture." As reported by a senior staff engineer, "by looking at the pictures, it looks to me that the axle is backed out."

Manufacturer narrative:
Reported event: an event regarding backing out involving a jts, distal femur, axle was reported. The event was confirmed by x ray review. Method & results: visual inspection: the reported device returned is a jts, distal femoral replacement, tibial component & axle. Pin: 18743. Visual inspection of the axle shows a deformity/ bump close to the tibial hinge, indicating friction between the hinge and axle. At the base of the axle (area displaying the batch number) , it appears worn with parts of the metal surface showing chatter and a raised edge, both indicate some friction between axle and hinge. Review of the tibial component shows chatter and wear around the interior and exterior of the hinge closest to the axle base (area displaying the batch number). No axle cap was present. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted in 2014. The surgeon reported that the patient had knee flexion issue. One of the senior staff engineers reported that the axle backed out and possible bumper fracture. The image provided shows that the axle has backed out laterally and the femoral component was disengaged with the tibial hinge, but the bumper fracture cannot be clearly observed although some debris in the knee joint may indicate fracture or wear of the bumper. The above radiographic observation maybe able to explain the clinical problem of the knee flexion. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion the tibial component and axle for pin 18743 was returned to stryker stanmore, and archived by the complaints team. The sales rep reported the following " [..] During the revision surgery, the axle and tibial components were removed from the patient and it was observed that axle caps were absent [..] The tibial component was loose [..] " the sales rep reported "[..] The axle heads were not attached in the patient's first surgery and therefore the fixed tibial component loosened due to dislocation of the axle pin [..] A review of the device manufacturing records indicated instruction for use (IFU) was packaged with the device at the time of manufacture noted the following: "the operation technique instruction must be read prior to carrying out any surgical procedure. [..] ". The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports and progress notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee, which was "operated in 2014 had flexion problems as a result of bumper insert fracture." As reported by a senior staff engineer, "by looking at the pictures, it looks to me that the axle is backed out." Update 17jan2022: the tibial component and axle have been returned for device evaluation update 03march2022: the sales rep confirmed the following " the issue I would like to point out is that the axle heads were not attached in the patient's first surgery and therefore the fixed tibial component loosened due to dislocation of the axle pin".

Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding backing out involving a jts, distal femur, axle was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted in 2014. The surgeon reported that the patient had knee flexion issue. One of the senior staff engineers reported that the axle backed out and possible bumper fracture. The image provided shows that the axle has backed out laterally and the femoral component was disengaged with the tibial hinge, but the bumper fracture cannot be clearly observed although some debris in the knee joint may indicate fracture or wear of the bumper. The above radiographic observation maybe able to explain the clinical problem of the knee flexion. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 14 july 2014 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee, which was "operated in 2014 had flexion problems as a result of bumper insert fracture." As reported by a senior staff engineer, "by looking at the pictures, it looks to me that the axle is backed out.".